Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va05yv3, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that the patient had a sudden loss of stimulation and despite reprogramming, the patient felt no stimulation on any of the programs. It was noted that the electrode impedance values were all between 104 and 547 ohms, which were lower than normal. It was noted that the patient claimed she was doing fine and then all of a sudden the stimulation was uncomfortable and painful and when she went to turn it down, she could not feel stimulation anymore. Supplemental information received reported that x-rays will be taken, but it was unknown as to when. No malfunctions were seen or determined to be the cause of the issue. No intervention had been planned/taken yet, but noted a possible lead replacement based on the x-rays. Additional information has been requested, and when received a supplemental report will be submitted.